Manufacturer narrative:
Clarification for d.6a implant date: implant date provided as partial date of 2001. This date does coincide with current manufacturing date of 2009 for the device. Implant date was removed and information is currently insufficient. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "lumps" and "less volume". This record is for the left side. Device remains implanted.